Manufacturer narrative:
(B)(4). A lot history record review was completed for 25121140, the only lot shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. Device evaluation: the device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the silicone insulation was peeled away from the cold jaw support. Based on the returned condition of the device the reported complaint was confirmed. Specific actions for this failure mode are being managed and documented in the maquet failure investigation (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw had a small section missing. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Feb. 19, 2016 10:09 am (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw had a small section missing. The hospital did not report any patient effects. The product is returning.